Event description:
The tablet data for the generator was received and reviewed by the manufacturer. There were five interactions with the device for the one clinic visit in the data. There were three interrogations, a programming, and a system diagnostics. There were no settings changes made during the programming event. No battery status indicator was flagged. The premature eol allegation could not be assessed further with the data provided.

Event description:
It was reported that the patient's vns was indicating 75% battery in (B)(6) 2018. However, during diagnostics on (B)(6) 2018, the patient's vns indicated 25-50% battery life. The medical professional felt that the battery had dropped quite quickly. Device diagnostics tests were performed and it was found that all generator functionality was within normal limits no other relevant information has been received to date.

Event description:
It was determined after further review that the premature end of life can be confirmed invalid due to the data received. The premature end of life initially reported is related to the charge accumulator which was found to be functioning normally per data received.